Event description:
Customer stated that he changed his pod in the afternoon and had worn it less than 12 hours. Customer stated that after having a normal blood glucose (bg) in the afternoon, his bg went up to 412 mg/dl. He felt that the cannula was kinked and there was insulin around the site. He uses the pinch-up technique when applying pods. He changed his pod successfully. No further issues were identified.

Manufacturer narrative:
The product will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was noted in the cannula. There was no report of an alarm, however, the pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The product user guide instructs the user to "check infusion site frequently for proper cannula placement." It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriate to any issues. The patient remedied the situation by removing and replacing the device per user instructions.